Manufacturer narrative:
(B)(4). A philips field service engineer performed the eval. The fse localized the issue to a failed ac power supply. Replacing the ac power supply resolved the issue. The device passed all testing and was put back into service.

Event description:
The customer reported the device would not charge the battery. No pt involvement was reported.